Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter would fold easily. This was discovered during use. The following information was provided by the initial reporter: the product does not present information on the packaging of the material used in the manufacturing (suspected to be silicone), the product (catheter) folds easily (very flexible) which hinders the venous access or it bends and does not progress in the vessel.

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6362782, medical device expiration date: 2019-07-31, device manufacture date: 2017-01-18. Medical device lot #: 8040632, medical device expiration date: 2020-09-30, device manufacture date: 2018-02-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter would fold easily. This was discovered during use. The following information was provided by the initial reporter: the product does not present information on the packaging of the material used in the manufacturing (suspected to be silicone), the product (catheter) folds easily (very flexible) which hinders the venous access or it bends and does not progress in the vessel.